Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that the during intra-aortic balloon (iab) therapy that the iab ruptured. There was a catheter restriction alarm and blood was seen in the tubing. The iab was removed. The indication for use was unstable angina pectoris and triple vessel disease, "risk of stemi > 50%". There was no reported injury to the patient.

Event description:
It was reported that the during intra-aortic balloon (iab) therapy that the iab ruptured. There was a catheter restriction alarm and blood was seen in the tubing. The iab was removed. The indication for use was unstable angina pectoris and triple vessel disease, "risk of stemi > 50%". There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. One kink was found on the catheter tubing approximately 75.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 1cm from the rear seal measuring 0.051m in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
Correction:"additional mfg narrative". Device evaluation changed from: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. One kink was found on the catheter tubing approximately 75.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 1cm from the rear seal measuring 0.051m in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. To: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. One kink was found on the catheter tubing approximately 75.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 1cm from the rear seal measuring 0.051cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that the during intra-aortic balloon (iab) therapy that the iab ruptured. There was a catheter restriction alarm and blood was seen in the tubing. The iab was removed. The indication for use was unstable angina pectoris and triple vessel disease, "risk of stemi > 50%". There was no reported injury to the patient.